Event description:
The rptr switched from beef and port insulins to humulin insulins. Due to their diabetes, they had eye exams every 4 months. 10/88 was the last eye exam where everything was fine. Then, retinopathy was picked up. They developed a loss of tone color vision which they attribute to multiple laser surgeries. They can't distinguish different tones of the same color. They were a dental hygienist and can no longer work. They cannot, for example, distinguish a slight stain on a tooth. They returned to using beef and pork insulins. 6/2/00 - follow-up info received on 5/22/00 and 5/31/00. On 5/22/00, the rptr amends item c3, therapy dates. They took the product from 8/88 through 12/89 (and not 8 - 12/88 as previously reported). Item b5: pt adds that after going off these insulins, their eyes returned to a more stable pattern, so this is why they suspect them to be associated with their adverse events. Also, they contacted their ophthalmologist to clarify the dates of eye exams. They requested the dr's office fax them to medwatch (rec'd 5/31/00). First paragraph, discussion of loss of tone color vision - the report originally read "pt developed a loss of tone color vision which they attribute to using the humulin insulins." The rptr corrects this. They attribute the tone color vision loss to the laser surgeries they had. The retinopathy is attributed to the insulins. The loss of tone color vision is a secondary adverse event to the laser surgeries required to treat the retinopathy. 11/88 neovascularization noted 12/9/88 treated laser, 12/23/88 treated laser, 2/10/89 treated laser, 4/14/89 treated laser, 10/1/89 treated laser, 12/8/89 treated laser, approx date 12/89 or 1/90 changed back to pork and beef insulin - stable since then. "No add'l laser photocoagulation has been placed in either eye since 121/8/89." Ophthalmologist notes read: pt had an episode of a new vitreous hemorrhage in left eye in oct or nov of 99. However, once this blood has cleared with a fluorescein angiogram, dr has not been able to document any evidence of recurrent proliferative disease. Last examination 5/22/00, shows no high-risk disease, and both maculas appear stable.